Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for(B)(6) was performed from the date of manufacture, 15-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the station was stuck at black screen. A field service engineer (fse) found that the drawer 6.2 controller board was causing the issue and shorted out the drawer module controller board. The fse powered the station down and replaced the drawer controller board and module controller board, then reassembled all components to test in the hardware testing application. Afterwards, the fse logged into the user application and assigned it under storage space configuration. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on a black screen. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.